Manufacturer narrative:
: One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the delivery needle. T2 remains on the delivery needle in its customary pre-deployment position. The needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. The device was not returned in the condition of the reported complaint of t2 pre-deployment. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿ the instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery, t2 pre-deployed after having implanted t1. T1 was retrieved from the patient. A backup device was available. No significant delay or patient injury was reported.